Manufacturer narrative:
7 syringe units impacted by this event. See enclosed completed medwatch section c.

Event description:
Agency name: unknown. When did it occur? : before use. Hypodermic needle injury: no. Other treatment: unknown. Were the returned items used? : no. If they were used, was something attached to them? : no. Returned quantity: 7 units. Details of the event (timeline, history, etc.): the mark 0 on the scale was misaligned. (Reported by the patient).

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation and investigation findings). Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.